Event description:
The customer stated that she received a blood glucose reading of 34 mg/dl on a one touch. She retested using the contour and recived a reading of 213 mg/dl the difference between the reading falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not medicate based on the result or allege any adverse event. The strips are to be returned for evaluation, and replacement strips will be sent.